Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the anchoring sleeve was missing from the lead packaging. As this was discovered intra operatively the lead was used as it was. No patient complications have been reported as a result of this event.